Event description:
It was reported that the filling port of a small volume infusor was broken. This was noted during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one unit for evaluation. Visual inspection found no evidence of a defect or a broken fill-port. The fill-port was functionally tested with a syringe by inserting it into the fill-port and turning clockwise, then it was turned opposite direction to remove. The syringe tip did not break or stick inside the fill-port; the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.